Manufacturer narrative:
Information contained in this report was previously submitted through [asr/psr/410psr] on [(B)(6) 2010]. The event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lump/nodule.

Event description:
On the patient's annual questionnaire for the bifs study, he patient reported having a lump or thickening in or near the breast or in the underarm area (side unspecified). This record represents the patient's right side device. Device was explanted.